Event description:
It was reported, the patient¿s implant was not an easy procedure. It was reported, it would normally be a two day procedure in the hospital but it ended up over a week. It was noted, the patient had a hard time waking up. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# va04d62, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# va03k39, implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.